Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The issue caused the customer's blood glucose to reach very high levels, but the specific value was unknown. To address the elevated blood glucose, the customer administered a correction bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.